Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited oversensing that resulted in inappropriate mode switch. The cause of the oversensing was suspected to be far field r-waves. No intervention was reported. The patient was stable and asymptomatic.